Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the medium-large clip applier instrument was not working. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and completed the device evaluation. The instrument was analyzed and found the primary failure of the recognition failure to be related to the customer reported complaint. Visual inspection did not reveal any damage to the radio frequency identifier-ID (rfid). The instrument was installed on an in-house system and failed the recognition test. The instrument information found in the rfid could not be detected. No failures were found in the logs. There were additional observations that were not reported by the site: the instrument was found to have corrosion on the bearings. The pitch/grip input disk bearings exhibited orange discoloration. The corrosion was found on multiple components of the bearing.